Event description:
Nurse caring for pt at home. Disassembled suction machine for weekly cleaning. When putting back together, placed the white rubber elbow piece that connects the suction tubing to the canister was put on backwards. Machine did not function properly and did no provide suction. The white rubber elbow can fit either direction and look the same. Pt was taken to the ER to clear their airway.